Event description:
Event reportable based on investigational findings. It was reported that during a percutaneous transluminal coronary angioplasty procedure, a check catheter light on an inflation unit would not turn off. However, upon investigation, a balloon pinhole was observed. The lesion location is unk. The check catheter light on the polar catheter 6x100x120mm would not turn off. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's current status is reported as "fine." Product investigation revealed a pinhole in the balloon. Attempts to gain further info were unsuccessful.

Manufacturer narrative:
During leak testing, no bubbles were observed coming from the balloon. The inner balloon was pressurized and no leak was found. The outer balloon was pressurized and a tiny pinhole was observed. It is about half way down the balloon on the outer surface. Most likely the hole was clogged with dry blood during the functional test and when the outer balloon was pressurized, the dry blood was pushed off thus showing the leak. A review of the mfg documentation confirmed that the reported batch met all material, assembly, and performance specifications at the time of release to distribution. The most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure which limited the performance of the device.